Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking when placing the scope down it. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the b5lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.